Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was vibrating continuously. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A receiver charge and boot was performed and the receiver passed. The receiver download was retrieved and a "screen error alarm," hwrf, and err67 errors were observed within the investigation window. A receiver functional test was performed and the receiver passed. The receiver case was opened for interior and vibrator inspection and the receiver passed. The customer complaint of the receiver vibrating continuously was confirmed. The root cause could not be determined. The reported issue of the receiver vibrating continuously is reportable based on the finding of receiver firmware errors.